Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached mg/dl while wearing the pod between 4 and 24 hours. Once at the hospital the patients pod was removed. The patient was treated with an insulin drip as well as treatment for dehydration. The patient reports while in the hospital being in and out of consciousness. The patient reports they were in the intensive care unit for 3 days and 1 additional day in general care. The patients pod will not be returned as it has been discarded.